Event description:
The customer reported that the c-arm does not move down. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep reported that the t2 was defective on the b300 so he replaced the b300 board. The system operates as intended.